Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a angio-seal device insertion sheath was properly placed in the right femoral artery. When the tube with the collagen was inserted, there was not the usual click that took place. They tried to get the two sheaths to align properly, but the sheaths did not align. Instead the sheaths pulled apart a little and remained that way. The sheaths would not come apart and would not come out of the patient's body. The patient had a good pulse and there was no bleeding, however the insertion tools would not come out. Eventually, the physician wiggled the sheaths out and was able to remove them from the patient. Additional information received on january 3, 2019: it was reported that the angio-seal sheath was able to be removed and that the collagen did its job, however, manual compression was applied.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to patient information and the device return date. Weight - 67.1 kg. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received january 16, 2019: the procedure being performed was a diagnostic left heart catheterization. A 6fr procedural sheath was used prior to the angio-seal. The blood loss was reported to be none to minimal. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to the update if the device was evaluated by MFR and to provide the completed investigation results. One used 6fr angio-seal sts plus device was received for evaluation. The device was returned with the hemostasis sheath, carrier tube assembly, arteriotomy locator and guide wire. Visual inspection revealed that the guide wire was inserted into the locator, no anomalies were noted. The hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. No damage was observed along the length or at the distal end of the hemostasis sheath. Microscopic analysis revealed that the suture appeared to cut with the sharp edge. The anchor, collagen and tamping tube were not returned for analysis. Functional testing conducted. The deployment sleeve was disassembled from the sheath and no anomalies were noted. Then, the hemostasis sheath was mated with the deployment sleeve. A tactile click was felt and the mating was realized successfully. To determine the cause of the issue, the tensioner was removed from the device cap. There was no suture remaining into the spool. However, the suture was still tethered to the suture tensioner disk. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.